Event description:
The MFR rec'd info of a customer that allegedly observed flames coming from the inside of the everflo concentrator. There was no report of thermal damage to the device. There was no report of pt harm or injury. The device has not yet been returned to the MFR for investigation. A f/u report will be submitted when the MFR has completed the investigation.